Manufacturer narrative:
Follow-up #1: date of submission 06/20/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: during investigation, a review of the pump¿s history showed a call service alarm had been recorded. Evaluation revealed that the display screen was dim and discolored. The complaint of a blank display was not duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. When the pump was rebooted, the issue was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.